Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30- degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation was not confirmed, not replicated the customer reported complaint. The endoscope had no errors found with images and had good images in both eyes. The endoscope had no related errors found in log and no errors at quality assurance plan (qap) system. The endoscope had cable integrity (visual damage) at zone c. No image or video was available for review. A review of the endoscope logs for the 30 degree endoscope (part number 470057-08/lot number 10112567) associated with this event has been performed. Per the review, the endoscope was last used in a procedure on (B)(6)2022on system sk2603. The alleged endoscope had 1971 uses remaining after the last procedural use. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the 30-degree endoscope image was flipped. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 30-degree endoscope image was flipped. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2022: the 30-degree endoscope image was flipped. The reported issue occurred during procedure. The issue was resolved by replacing to spare endoscope. The procedure was completed with no patient injury.